Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device catalog #: 386862. D.4. Medical device lot #: 1175136. D.4. Medical device expiration date: 6/30/2024. D.4. Unique identifier (UDI) #: (B)(4). D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/24/2022. H.4. Device manufacture date: 6/24/2021. H.6. Investigation: one photo and one actual sample were received by our quality team for evaluation. The photo was subjected to visual inspection to check for catheter adapter or needle hub damage. The catheter adapter was not shown in the photo. No obvious crack or damage was observed on the needle hub, and blood was observed in the flash chamber in the needle hub. The sample was subjected to visual inspection to check for needle hub damage. No crack or damage was observed on the needle hub. Furthermore, there was also no leakage observed when the needle hub was filled with water. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the catheter adapter, which was the key component where the defect was reported, was not returned for investigation, an actual root cause could not be determined.

Event description:
It was reported bd cathena¿ safety IV catheter bd multiguard¿ technology had a cracked hub causing leakage, and the catheter head/hub split. The following information was provided by the initial reporter: "cathena hub appeared cracked and was leaking. Account said catheter head/hub was split upon insertion."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd cathena¿ safety IV catheter bd multiguard¿ technology had a cracked hub causing leakage, and the catheter head/hub split. The following information was provided by the initial reporter: "cathena hub appeared cracked and was leaking. Account said catheter head/hub was split upon insertion".